Manufacturer narrative:
Event description - additional information received. Based on the condition of the returned device, follow up was conducted and new information was received confirming that the coil was separated from the pushwire during the procedure. Device code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician found it difficult to push the coil out of the protective sheath. An attempt was made to push and pull the coil within the sheath, out of patient¿s body, but it still failed to be pushed out. When the physician removed the coil to check, it was found that it had separated from the pushwire.

Manufacturer narrative:
As received, the implant coil stretched on the proximal end with the polypropylene filament intact without introducer sheath. The coil was also detached from the pushwire, which was not originally reported. The tack weld replacement (twr) crimps were found loose; however, the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found located against the lumen stop. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up conducted for additional complaint details based on the returning in a detached condition, however no information has been received. It is possible that the implant coil detached due to the coin pulled back from the lumen stop; however, the customer did not report the detached implant coil. All devices are 100% inspected for damages and irregularities during manufacture. The axium coil instructions for use (IFU) issues the following: precaution: "handle the axium detachable coil with care to avoid damage before or during treatment." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil could not advance out of the protective sheath. It was reported that five coils were implanted in the patient before successfully. The physician chose reported coil as next and could not launch the protective sheath. The physician made numerous maneuvers without success. The physician had to replace a new one to complete the surgery successfully. No patient injury was reported. Based on the device evaluation found the implant coil stretched with the polypropylene filament intact but detached from the pushwire.